Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that the patient reviewed error message information that the patient had contacted patient services about. The caller indicated that they ran impedances and the values were normal. The patient was getting effective therapy and they did not see any other problems. The caller stated that the patient wanted to get a new ins but the caller did not see a reason to replace the ins. Technical services (ts) reviewed information about the ins and information reported during the patient call.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was for probably the last 6 months the patient was having issues charging and staying charged. When recharging the implant the implant battery would be at 100% and 2 or 3 days later it would be dead. Patient used to be able to go an entire week before it died and they had not changed any of their settings. The implanted device was depleting so fast and they never knew how many days to go before they had to recharge again. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. Pt stated they were getting rm04 on their controller, but then later in the call they said that the implant battery longevity was their only issue going on.